Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate and caused an inappriopriate activation of threshold suspend. The sensor reading was 48 mg/dl while the actual blood glucose reading was 168 mg/dl. The customer also reported a calibration error. He stated that his previous sensor lasted only three days and the current one only four days. The customer was advised on proper calibration techniques. The customer called back after troubleshooting had not resolved the issue and stated that the low sensor readings were a continuous issue. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened and used sensor; found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.